Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the replacement of the pump, and the customer planned to use the current pump as a backup to ensure insulin delivery was not interrupted.